Event description:
The customer reported that the unit failed to power off in the off position.

Manufacturer narrative:
(B)(4). The customer reported that the unit failed to power off in the off position. On 7/22/10, the unit was repaired locally by replacing the optical switch. The unit passed all post-servicing testing and is back at the customer site. We will consider this a failure of the optical switch.